Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2021-13558. It was reported that patient experienced ineffective stimulation. Both leads were explanted, and a new lead was implanted. Effective stimulation was restored post procedure. There were no complications during the procedure. Patient was stable.